Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot 52426 was returned and analyzed. The visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification indicates that the catheter has not been used. An inflation was conducted to properly wrap the balloon after deflation. During inflation, the guide wire lumen buckled inside the balloon. The balloon was extended using push button before to be deflated using stop button to ensure the balloon re-wrap properly. The dissection test showed a guide wire lumen kink at 0.77 inches proximal from the tip of the balloon catheter. In conclusion, the balloon catheter afapro28 with lot 52426 failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.